Event description:
Excerpt from consumer's message dated (B)(6) 2014: re: - philips sonicare model no. Hx6750, 130416, made in (B)(4). I purchased above referenced product from (B)(6) 2013. Since then I regularly used 'clean and white' setting per instruction. Suddenly I noticed that one of my front teeth chipped off. I informed philips consumer service dept on (B)(6) 2014. Document number: (B)(4). Report number: (B)(4).